Manufacturer narrative:
The analysis results found that one 6cb45 device was received instead of a 6tb45. The device was received in good visual conditions and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. The device was noted to have the clamping mechanisms damaged, no functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition a sample of the batch is inspected at qa. The returned cartridge was tested for functionality with a test device and it fired, cut and formed all the staples as intended.

Event description:
It was reported that during a cystectomy procedure after reloading the stapler, it would not fire. The device closed but would not fire. Used a new one to complete the procedure. There was no patient consequence.